Manufacturer narrative:
Concomitant medical products: product ID: 694765, lead, implanted: (B)(6) 2010. Product ID: 439888, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experience infection in the device pocket. The pocket debridement and revision was performed. The patient was also placed on antibiotic for 10 days and resolved. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.